Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. It was reported that the patient had not had eatten any food prior to the episode. The patient was unsure if the episode was due to not eating or due to their device. The patient was referred to their physician for follow-up.